Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a ureteroscopy procedure, the distal end of the videoscope was stuck in the patient for 5 days. Additional information has been requested; however, at this time, there is no further information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. Updated fields: a2, a3, b2, h6.

Event description:
Additional information was received from the customer that the subject device fell into the patient's urethra. The patient was in ccu (critical care unit) for 5 days while waiting for the device to be removed. It was then successfully removed with the use of laser fiber. There were no further reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields: d9, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. The information provided by the customer suggested the bending rubber on the bending section had stretched and therefore scrunched during angulation. This may have increased the diameter of the bending section and resulted in the uretero-renoscope being stuck inside the patient. The bending rubber was removed and not available for market quality to inspect in order to confirmed the allegation. Based on the results of the investigation, the device malfunction was not confirmed during evaluation. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.